Event description:
It was reported that the iab was inserted femorally using an introducer sheath. However, the balloon would not pass through the sheath. Because of this, the iab was removed and replaced. There were no patient complications.